Manufacturer narrative:
The operator¿s manual includes the cautions: never ultrasonically clean the phaco handpiece; irreparable damage may result. Do not ultrasonically clean the iol injector connector. Ultrasonic cleaning will cause irreparable damage. Always clean handpiece over a surface cushioned with a pad or rubber mat. Clean and remove debris from this area under the footpedal, and from bottom of footswitch. Do not clean the footswitch using solvents, abrasives, or any cleaner that is not compatible with plastic parts made of lexan exl9112. Damage may result. Use care when handling handpiece, particularly when cleaning. Do not clean console or accessories using solvents, abrasives, or any cleaner that is not compatible with plastic parts made of lexan exl9112. Damage may result. Avoid spilling balanced salt solution, or moisture of any kind, around the electrical handpiece connectors. Do not spray any liquid (i.e. Cleaning solution or water) upward into the console vents. The company service representative examined the system. The company service representative turned on the system and it was difficult to select the mode on the display. The company service representative found dry water stains on the display. The company service representative used a dry cloth to clean up the display. The company service representative rebooted the system and then the modes could be selected. The system was then tested and met all product specifications. The company service representative spoke to the nurse and noted using the wet cloth to clean up the display might be causing the problem. The company service representative advised the nurse to use a dry cloth to wipe the surfaces. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to water stains on the display. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system suddenly jumped to quad mode from sculpt mode. The system was exchanged to complete the laser assisted cataract with intraocular (iol) procedure. There was no patient harm.